Manufacturer narrative:
Adult patient. The customer¿s report that the tubing set leaked from the silicone segment was confirmed. Visual inspection of the set noted a tear in the silicone segment component below the upper fitment component. No other obvious damages or issues were observed around the tear or from the rest of the set's components. Functional testing confirmed leaking from the tear. The cause of the leak was due to a tear in the silicone segment component. The root cause of the tear was not identified.

Event description:
It was reported that the d5w infusion was nearing completion when the nurse noticed that IV fluids were leaking from the pump. The nurse opened the door to find fluid leaking from the tubing set silicone segment. The customer later reported that there were no adverse effects caused to the adult patient from the event.